Manufacturer narrative:
Product analysis found that it was not possible to perform pre-repair heat test due to collet cannot be locked. Inside of the collet was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that hand drill was overheating during use. There was no patient impact.